Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot#? Confirmed with sales, could not be provided because the nurse didn¿t keep the package. Please confirm the qty involved, did the needle deformation and suture breakage occur on the same needle suture or different?, if different then provide the qty involved for each issue. Different, at the same surgery. Was the procedure completed successfully? And how? Yes, changed another one.

Event description:
It was reported that the patient underwent a vascular surgical procedure on (B)(6) 2016 and the suture was used. During sewing an aorta, after the second and third stitch, the needle deformed. Another like suture was used to complete the procedure. There were no adverse patient consequences reported.